Event description:
During a cataract extraction procedure, this microsurgical unit exhibited intermittent aspiration. As a result, the physician broke capsule and had to perform a vitrectomy procedure.